Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system would not start. Review of the log file was not able to confirm the malfunction. Upon functional analysis, philips remote service engineer (rse) confirmed the host pc was defective and it was tripping the 20 amp circuit breaker (cb). Third party engineer replaced the teal power conditioner power pack. After the replacement of teal power conditioner power pack, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system would not start. The device was not inside clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.